Event description:
During an initial implant procedure, there was a failure to extend the helix of the right ventricular (rv) lead. While implanting the rv lead, it was not possible to separate the stylet from the rv lead. The rv lead was then explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to remove stylet were confirmed. As received, a complete lead was returned in one piece with a stylet inserted in the inner coil lumen. Visual examination of the lead found the helix was extended and bent consistent with procedural damage and was clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the damaged helix, the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The cause of the reported event of failure to remove stylet was isolated to the over torqued inner coil in the connector region.